Manufacturer narrative:
(B)(4).

Event description:
Received information the patient experienced a shocking or jolting sensation while adjusting her stimulation. The patient was complaining about a loss of therapeutic effect while on the phone with the manufacturer's patient services. While they were instructing the patient on how to change programs, the patient switched from group 1 to group 2 and reported overstimulation. She was instructed to turn stimulation off and decrease the stimulation. Patient will test this new program. Further information stated the patient was instructed on how to decrease and increase stimulation. She decreased to 0.3 and increased stimulation to 1.3 where she stated she began to feel comfortable stimulation. Additional information has been requested and if received, a follow up report will be sent.